Event description:
It was reported that patient underwent total knee arthroplasty in late 2007. Revision surgery procedure was performed in 2008, due to loosening of the tibal screw component. The screw was tightened without further complication.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event.